Event description:
A consumer reported the patient had pre-existing left leg pain, and they were unsure if it helped or not because the pain was unbearable. It was noted the consumer had been mowing the lawn in the last week and a half or so and got off the lawnmower and had sudden unbearable pain in their left leg. The patient was using ice packs and tried adjusting stimulation but it didn't make a difference. Relevant medical history includes failed back surgery syndrome and spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.